Event description:
A remstar auto a-flex was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, foam particles were observed in the device assembly. Error code 53 (indicating an issue with the pca) was found in the device log history. The device was found to have a missing control dial button. The device was scrapped at the customer's request.